Event description:
On 2/19/2000 cardiovascular lab registered nurse, reported that on 2/19/2000, dr was using the techstar xl 6f percutaneous vascular closure device post angioplasty/stent placement to close the right femoral artery. On delivery of techstar xl (perclose) one needle jammed inside delivery device requiring surgical intervention to remove device and to close femoral artery. Device was removed, artery closed. Pt was discharged 2/21/2000 in stable condition.